Event description:
It was reported that during follow up, interrogation revealed inappropriate therapy. Further evaluation showed the lead had dislodged into the right atrium. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received. Anlaysis was normal. No anomaly was found.